Event description:
On (B)(6) 2013 it was reported that the patient was currently in the hospital with seizures. Follow up with the physician found that he would wait until the patient was discharged before determining the status of the device. No additional information has been provided. A review of the patient's vns programming history found data only from the date of implant - (B)(6) 2012.

Manufacturer narrative:
Evaluation codes method, corrected data: analysis of programming history. The initial report inadvertently reported the incorrect method code. Evaluation codes conclusions, corrected data: the initial report inadvertently reported the incorrect conclusion code.

Manufacturer narrative:
Analysis of programming history.

Event description:
Good faith attempts to obtain additional relevant information have been unsuccessful.